Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart, a cold reset was performed. Customer's blood glucose value was 223 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that they changed the battery and alarm occurred on restart. Customer state they were able to clear the alarm. Customer able to complete insulin pump rewind. The customer also stated that they receiving same alarm after a battery change which received last month. Device will return for analysis.